Event description:
The 28x164x28 relay pro was inserted antegrade through an open sternatomy and deployed just distal to the patients left subclavian artery. The implant delivered and deployed as expected, but the release clasp would not pull back completely during stage 3 of deployment. After several attempts to move the black release clasp forward and back several times, it finally released after much more than normal force was applied. The delivery system was then freed and was able to be pulled out of the patient and back into the sheath. The system was handed off the field and to the rep. So it could be returned to the company for inspection. Patient outcome; "a tee was then done to make sure the distal end of the graft was in good position and had not infolded during the process. The rest of the surgery proceeded normally and no clinical sequelae was noticed".

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The 28x164x28 relay pro was inserted antegrade through an open sternotomy and deployed just distal to the patients left subclavian artery. The implant delivered and deployed as expected but the release clasp would not pull back completely during stage 3 of deployment. After several attempts to move the black release clasp forward and back times it finally released after much more than normal force was applied. The delivery system was then freed and was able to be pulled out of the patient and back into the sheath. The system was handed off the field and to the rep. So it could be returned to the company for inspection. Patient outcome - "a tee was then done to make sure the distal end of the graft was in good position and had not infolded during the process. The rest of the surgery proceeded normally and no clinical sequelae was noticed."